Event description:
It was reported that the external pulse generator (epg) atrial channel had no measureable output. Technical support (ts) had the caller swap out the cables and use the ventricular channel of the analyzer, but still no output. Other epg's tested fine. The epg will not be returned for repair as it is past the 5 year service plan. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).